Event description:
It was reported that this right ventricular (rv) lead was explanted due to cardiac perforation which was confirmed via x-ray and cardiac ultrasound. As a result, loss of capture was observed, without asystole. Subsequently, the patient underwent a revision procedure and this rv lead was successfully explanted transvenously. The rv lead was processed for facility pathology. No additional adverse patient effects were reported.